Event description:
Customer stated that the meter seems to fade in and out. Some of the lines will not show up on the meter. A review of the system was conducted over the phone which indicated that segments were missing in the 100s and 10s positions of the display. The customer was asked to return the meter for further investigation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.